Manufacturer narrative:
The reported backup vvi (bvvi) was confirmed in the laboratory. The cause of the bvvi was due to a power-on reset (por). The cause of the por could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic to have a cardioversion. Following cardioversion, it appears the device attempted to also deliver therapy. Device registered that it had gone into a firmware reset. The patient was asymptomatic. A device download was performed successfully.

Event description:
Additional information received indicated that the device was explanted and returned.